Event description:
It was reported that the patient's r-wave has dropped. The physician decided to switch the lv and rv pace/sense portion of the leads. The patient had a left ventricular assist device (lvad) system. The physician closed the pocket and began dft tests. However, on every test the telemetry drops and begins to interfere with the lvad and the patient could not be induced. The physician decided to continue monitoring the patient. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.